Event description:
Info received indicates when the brakes were engaged the foot end casters would still swivel.

Manufacturer narrative:
The technician replaced the worn foot end casters to repair the stretcher.